Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the tip of the harmonic ace broke off. There was no reported patient impact or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken. The blade broke at roughly 0.269¿ from the base. The broken piece was not returned. The complaint regarding the tip breaking off was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have a broken clamping arm at the distal end.